Event description:
It was reported that patient had difficulty charging the implantable pulse generator ipg. The physician assessed the ipg was too deep, therefore he performed a revision procedure to move the ipg closer to the skin surface. Charging was tested post operatively and the charger was able to successfully link to the ipg and perform charging.